Event description:
The customer stated the monitor did not alarm brady at 16:07:06 yet when she goes into even review it shows a brady episode (alarm) at that time. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer stated the monitor did not alarm brady at 16:07:06 yet when she goes into even review it shows a brady episode (alarm) at that time. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.